Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. Additionally, lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The customer supplied images presented a 2.5 to 3.0cm long recovered fragment of the polymer jacket skived from a hydrophilic guidewire, consistent with withdrawal of the wire through a metal needle or cannula. As indicated in the device instructions for use, warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in the destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle." Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further information is received, a follow up medwatch report will be submitted.

Event description:
Event description: per email, it was reported that: it was good seeing you yesterday. I am asking around to other colleagues regarding the recent incident at the hospital where a piece of a boston scientific guidewire was found inside a patient post operation. Additional information provided on july 13, 2021: was a piece of the guidewire found inside the patient being retrieved? The zipwire guidewire broke off inside the patient during a procedure. The patient came back to the hospital post-o with a fever. The piece of guidewire was noticed on a CT scan, but was identified as residual dye / shadow. The physician waited 1 week to reoperate and found the guidewire at this time. The wire was retrieved and photos were taken. What is the batch/lot# of the guidewire? Napc. If unknown, what is the brand name of the guidewire? Zipwire.